Event description:
Potential for injury associated with the stripped linkage on the mast of an rps440-1 stand up lift. This event could cause product instability which in turn could cause user to suddenly and unintentionally be dropped to the floor